Manufacturer narrative:
B5: the lens was removed and replaced on (B)(6) 2022, with a vicm5_12.6 lens, 07.50 diopter. The problem was resolved. The incision is healing well, icl is positioned well with good vault. Va is 20/15. Claim # (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -06.00 diopter, in the patients right eye (od) on (B)(6) 2018. The lens was reported as refractive change overtime and remained implanted. Additional information has been requested but none has been forthcoming.